Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. It was determined the patient cancelled replacement due to not being able to afford it at this time. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.